Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) patient code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, type of reportable event (h1), in section h - device manufacturers only. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. The reported allegation is not confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac tamponade, vessel trauma, death, hypotension, hematoma, thrombosis and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned the investigation conclusion code as known inherent risk of device. The device has not been returned to bsc for analysis, and the information within the event description and through a label review, it suggests that the clinical events are anticipated in nature as per the IFU for the device as reported to bsc.

Event description:
Iit was reported that an aortic root perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage closure (laac) procedure was being performed. A versacross access solution was selected for use. There was no effusion noted during pre imaging. Due to challenging anatomy, torturous vessels and a dilated right atrium, the physician utilized multiple transeptal devices to attempt to gain access. Physician attempted transseptal puncture using versacross connect laac, versacross access solution and nrg transseptal needle. When the physician was attempting to cross with the nrg, patient blood pressure dropped. Transesophageal echocardiogram (tee) imaging was utilized to evaluate for effusion. It was immediately noted fluid compressing the left atrium. Arterial access was obtained, flouroscopy imaging was preformed which revealed a perforation in the aortic root. The patient had previous coronary artery bypass grafting (CABG), so this was not a pericardial effusion, it was an effusion causing extrinsic compression of the left atrium. The effusion was eventually large enough to cause complete chamber collapse. The hospital initiated emergency response for the patient, and the decision was made to place him on venoarterial extracorporeal membrane oxygenation (va-ECMO). The active perforation appeared to resolve with protamine. The patient was stabilized on ECMO and transferred to the operating room to have the hematoma (effusion solidified to form a clot) evacuated and evaluate the aorta. It was further reported that surgery was performed to address pe. Left atrium appendage (laa) was not ligated. The patient was given blood. The patient expired on (B)(6) 2026, post-surgery. There was no issues with difficulty visualizing the rf wire or nrg. Rf was applied twice. Perforation occurred during use of versacross connect device and is suspected to be the cause of perforation. The patient died post-operation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Iit was reported that an aortic root perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage closure (laac) procedure was being performed. A versacross access solution was selected for use. There was no effusion noted during pre imaging. Due to challenging anatomy, torturous vessels and a dilated right atrium, the physician utilized multiple transeptal devices to attempt to gain access. Physician attempted transseptal puncture using versacross connect laac, versacross access solution and nrg transseptal needle. When the physician was attempting to cross with the nrg, patient blood pressure dropped. Transesophageal echocardiogram (tee) imaging was utilized to evaluate for effusion. It was immediately noted fluid compressing the left atrium. Arterial access was obtained, flouroscopy imaging was preformed which revealed a perforation in the aortic root. The patient had previous coronary artery bypass grafting (CABG), so this was not a pericardial effusion, it was an effusion causing extrinsic compression of the left atrium. The effusion was eventually large enough to cause complete chamber collapse. The hospital initiated emergency response for the patient, and the decision was made to place him on venoarterial extracorporeal membrane oxygenation (va-ECMO). The active perforation appeared to resolve with protamine. The patient was stabilized on ECMO and transferred to the operating room to have the hematoma (effusion solidified to form a clot) evacuated and evaluate the aorta.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem, impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only, type of reportable event (h1), in section h - device manufacturers only.

Event description:
Iit was reported that an aortic root perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage closure (laac) procedure was being performed. A versacross access solution was selected for use. There was no effusion noted during pre imaging. Due to challenging anatomy, torturous vessels and a dilated right atrium, the physician utilized multiple transeptal devices to attempt to gain access. Physician attempted transseptal puncture using versacross connect laac, versacross access solution and nrg transseptal needle. When the physician was attempting to cross with the nrg, patient blood pressure dropped. Transesophageal echocardiogram (tee) imaging was utilized to evaluate for effusion. It was immediately noted fluid compressing the left atrium. Arterial access was obtained, flouroscopy imaging was preformed which revealed a perforation in the aortic root. The patient had previous coronary artery bypass grafting (CABG), so this was not a pericardial effusion, it was an effusion causing extrinsic compression of the left atrium. The effusion was eventually large enough to cause complete chamber collapse. The hospital initiated emergency response for the patient, and the decision was made to place him on venoarterial extracorporeal membrane oxygenation (va-ECMO). The active perforation appeared to resolve with protamine. The patient was stabilized on ECMO and transferred to the operating room to have the hematoma (effusion solidified to form a clot) evacuated and evaluate the aorta. It was further reported that surgery was performed to address pe. Left atrium appendage (laa) was not ligated. The patient was given blood. The patient expired (B)(6) 2026, post-surgery. There was no issues with difficulty visualizing the rf wire or nrg. Rf was applied twice. Perforation occurred during use of versacross connect device and is suspected to be the cause of perforation. The patient died post-operation.